Event description:
Days after using the (B)(6) dry mouth oral rinse (generic for biotene mouth wash), I was diagnosed and had to be hospitalized for a condition called thrombocytopenia, a severe, life threatening loss of blood platelets. (B)(6) markets this product as an alternate to the product biotene dry mouth oral rinse and has very similar ingredients. One of biotene's known side effects is "hemorrhage of blood under the skin" which is what you experience if you have dangerously low blood platelets. I was hospitalized for 2 days and had to get an emergency blood platelet infusing and other treatments. My hospital bill was over (B)(6). Frequency: 4 times a day. Date the person first started taking or using the product: (B)(6) 2016. Date the person stopped taking or using the product: (B)(6) 2016. Why was the person using the product: because of a very dry mouth.